Manufacturer narrative:
The suspect medical device has not been returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.

Event description:
In a literature article (bohle, 2023), customer reports " during surfacer inside-out central venous recanalization, patient sustained right internal mammary artery laceration with massive hemothorax and cardiovascular collapse; managed with transfusion, chest tube, and arterial coil embolization. Device use intra-procedure implicated; advanced imaging suggested injury risk along projected device path."